Event description:
During the hand-assisted sigmoid resection procedure, after the cs29 stapler had been fired via an idrivec, a leak in the staple line was discovered. The staple line was subsequently reinforced by suture.

Event description:
During a hand-assisted sigmoid resection procedure, after the cs29 stapler had been fired via an idrivec, a leak in the staple line was discovered. The staple line was subsequently reinforced by suture.

Manufacturer narrative:
The returned cs29 stapler was found to have a damaged clamp shaft drive clip damage to the clip would have made opening or closing of the cs29 anvil difficult, and it may have resulted in less than complete staple formation. It is believed that the idrivec (concomitant device) may have caused the damage to the cs29's drive clip. The output torque from the idrivec has since been reduced in order to preclude this event. Cs29 anvil staple pockets showed normal staple formation and the cut ring showed normal deep knife penetration. Unit failed calibration because of damaged clamp drive clip. Picture below shows a damaged drive clip.

Manufacturer narrative:
This report was initially filed as a "malfunction", but has been corrected to "serious injury".